Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/05/2016 with the following findings: a visual inspection of the pump showed that there was moisture under the display lens and that the audio bolus button cover was torn. During testing, the keypad buttons were unresponsive. The pump failed a leak test due to the audio bolus button damage. The pump cover was opened and moisture damage was found on the keypad flex connector.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.